Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked on the side. Case top cracked by tube holders. Case bottom cracked in battery bay and tabs, both plunger cases cracked. Error history log review found system failure: primary audible alarm background test. No "system failure: primary audible alarm background test" message alarmed during power up process. No issues were found with the primary speaker, interconnect board and main board. No noise was detected when infusing and engaging the plunger assembly. Multiple old/worn components were found in the drive train and motor assembly during the visual inspection. The root cause of the reported issue was unable to determine. Customer's reported problem was not found but confirmed in the event history log. Actions were taken to mitigate the reported issue:replaced primary speaker as a preventive measure.

Event description:
It was reported that the pump had a primary audible alarm background test . No patient injury was reported.